Event description:
I was reported that a patient presented with loss of capture noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported\